Manufacturer narrative:
It was possible to verify the reported failure (tip bent) fron the returned samples. Based on investigation performed, the excessive bending of the endobronchial tip was caused by operator mishandling during manufacturing in which additional bending of the endobronchial tip occurred after stylet insertion process. A CAPA has been initiated to further investigate the issue of excessive bending of endobronchial tip occuring during manufacturing.

Event description:
According to information from the customer. In connection with intubating with ambu vivasight double-lumen tube with camera, difficult intubation occured. The tube was hyperangulated, which made it difficult to pass the epiglottis and trachea. There was bleeding around the epiglottis, and upon extubation, blood was seen on the cuff and the tip of the tube. According to follow-up information from the customer, the patient was fine the next day and did not complain about sore throat.